Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier. D9 correction: device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population.

Event description:
It was reported that the 20/30 priority pack indeflator is noted to be leaking as bubbles are noted in the chamber after inflation and pulling negative. Another device was used to complete the procedure. After the procedure another indeflator was attempted to be prepped for demonstration to show the chamber filling up with air. The second indeflator was not used on the patient. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.